Event description:
Boston scientific received information that this patient had post-operative check-up and exhibited left ventricular (lv) lead dislodgement. The physician decided to implant another lead on the basis of patient's anatomy and the implant procedure was successful. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis could not confirmed the lv lead dislodgement as testing and analysis not required because there was no accompanying damage of the lead that was observed.